Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital for hemolysis with an elevated lactate dehydrogenase (ldh), tea colored urine and elevated tbili. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
Event: additional information.

Event description:
The vad coordinator communicated that the patient had significant hemolyis labs: lactate dehydrogenase of 11k u/l, coke colored urine and elevated pro-bnp.